Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient fell on (B)(6) 2018. The patient requested to have his device interrogated due to the fall. An impedance check was performed and showed that electrode number 8 was out of range. The programming did not use that contact. There was no surgical intervention planned or performed to resolve the issue. The issue was resolved at the time of this report. There were no patient symptoms or complications reported.